Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with non-malignant pain. It was reported that the patient had an infection. There were no factors reported that may have contributed to the issue. It was reported that they had planned to do an incision and drainage surgery, but it was reported that it was too infected, so they had to remove the device. The system was removed on (B)(6) 2019 and it was reported that it was in the hospital¿s possession, but would be returned. No further complications were reported/anticipated.